Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was undergoing hardware removal. Intra-op, the driver broke. The driver came in contact with the patient but no fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination identified that it appears that the driver's tip has been sheared off. The metal deformation gives in dication that the failure was the result of torsional overload. The instrument appears to have been heat treated to print specification. If information is provided in the future, a supplemental report will be issued.